Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site for further investigation. The fse confirmed that the top monopolar port was not recognizing instruments. The fse replaced the iesu generator. The system was tested and verified as ready for use. Isi received the iesu generator for failure analysis evaluation. The iesu generator was analyzed, and visual inspection found no issues related to the reported event. During testing, the top monopolar socket was found to be defective. Visual inspection of the unit's front bezel showed discoloration, but the unit was otherwise in good condition. A review of the system logs revealed an error on the iesu generator. The endoscope was also returned for failure analysis evaluation. The endoscope instrument was analyzed, and the cable-integrated connector was visually inspected, revealing mechanical damage. The cable-integrated connector paddleboard exhibited mechanical damage, such as scratch marks, indentations, or broken and missing pieces at the cable's proximal end. The endoscope was visually inspected and found to have cosmetic damage. During inspection of the endoscope cable-integrated connector, the connector housing exhibited discoloration. Damage to the button pack assembly was also observed, with hairline cracks visible on the bezel of the button pack assembly. Mechanical damage was found at the scope¿s distal tip. The endoscope was further evaluated and found to have a defect in the camera instrument adapter. The endoscope was subjected to a friction test using a screening aid to manually rotate the adapter; the camera adapter did not rotate properly and/or noises were heard during testing, confirming binding. The camera instrument adapter was removed from the endoscope housing and evaluated, and it was found that the aea shaft bearing contributed to the friction. In addition, the endoscope housing was visually inspected and found with customer labels/marks. During inspection, labels or markings added by the customer were noted on the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer stated that a red question mark appeared in the monopolar box on the integrated electrosurgical unit (iesu) generator. Before calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer tried three new monopolar energy cables and three different instruments, but the issue was not resolved. The tse reviewed the site's system logs and observed multiple faults, included an error indicating ¿activation halted by instrument or instrument cable connected to the top monopolar port.¿ the tse recommended trying a new monopolar energy cable, rebooting the iesu, using a new instrument, or switching to the other monopolar port on the iesu. The customer moved the monopolar cable from the top port to the bottom port. The staff then reinserted the cautery hook onto universal surgical manipulator (usm) #4, and the red question mark disappeared; cut-3 and coag-3 settings were displayed. According to the site's robotics coordinator, the surgeon¿s post-operative note indicated that the case was converted to open after the robot began to malfunction and he only had access to one arm. In addition, the robotics coordinator indicated that the tse identified that one of the endoscope lenses was not working correctly although the surgeon did not mention any visualization issues with the endoscope during the case.